Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher nine times. The last repair was august 7, 2015 where it was reported that repair was requested and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on april 28, 2004, and is over 12 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended. The comb was bent on the right hand side and deformed on the left side. The roller gear was significantly worn. There was galling to the roller shaft extension and deformation. The ratchet was of an older style but appeared to ratchet normally. The test mesh was unable to be performed due to the nature of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, roller, gear, carrier guide, ratchet gear, pin and spring. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was bent on the right hand side and deformed on the left side. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was bent on the right hand side and deformed on the left side. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the plate was broken. Initial inspection of the returned mesher revealed the comb was bent on the right hand side and deformed on the left side. No patient involvement. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.